Event description:
This device is at eos indication and was replaced.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 34 charging cycles was documented. The memory content of the device was inspected. The analysis of the shock holter revealed that two consecutive charging cycles were initiated by two manually triggered capacitor reforms on (B)(6) 2012 at 2:27 pm. During the second manual capacitor reform, the charging cycle was aborted and the eos battery status activated. An unfavorable orientation as well a short distance between the programmer magnet head to the device during a manually initiated charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear only during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a battery or hybrid malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, most likely the clinical observation was caused by a short distance between the programmer magnet head and the ICD during the manually triggered capacitor reforms. After the removal of the eos status the ICD was fully functional. There was no indication of a material or manufacturing problem.